Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient alert sounded, and the atrial lead exhibited high impedances. A connection or setscrew problem was suspected. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert sounded, and the atrial lead exhibited high impedances. A connection or setscrew problem was suspected. It was further reported that the lead was revised, and remains in use. No patient complications have been reported as a result of this event.